Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 427 mg/dl at the time of the incident. It was reported that the insulin pump was not allowing the customer to calibrate. The customer was trying to calibrate the sensor. The customer was assisted with troubleshooting. It was reported that the customer was ok and can handle it. The insulin pump will not be returned for analysis.